Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) (B)(6) 2001, 4068 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low impedance. The impedance had been trending downward. The lead was capped and replaced. No patient complications have been reported as a result of this event.